Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2005: patient got admitted with pre-operative diagnosis: instability l5-s1 (lumbosacral). Lumbar stenosis, right side, l5-s1, status post previous discectomy l5-s1, right side. Patient underwent the following procedures: laminectomy at l5-s1 for re-exploration at l5-s1, right side. Posterior lumbar interbody fusion (plif) at l5-s1 application of intervertebral biomechanical device, sofamor danek cage, at l5-s1 posterior non-segmental stabilization instrumentation, left side, l5-s1 autograft for spine surgery same incision. Per op notes, "...after it had been thoroughly cleaned out, we went across the midline with some bone chips and infuse and then a cage filled with infuse....the patient tolerated the procedure well and was taken to the recovery room in stable condition." (B)(6) 2006: patient got admitted with pre-operative diagnosis: l5-s1 stenosis with l5-s1 instability. Patient's prior l5-s1 fusion was complicated by broken pedicles. During the prior surgery, surgeons were only able to put screws in on the left side only. Reportedly, there was also compression of the nerve root at l5-s1 due to the broken bone and scar tissue. Patient had now presented for decompression and stabilization procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a posterior lumbar fusion at l5-s1 using rhbmp-2/acs. Following surgery, the patient had significant pain in the area of the fusion surgery and extremities. The patient underwent additional imaging that showed the patient had developed bony overgrowth. The patient reportedly has received significant medical treatment to care for the injuries caused by the original fusion surgery and has never recovered from the surgery, and continues to suffer from daily, disabling pain that prevents the patient from performing many basic activities of daily living.